Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning was alerted and undefined high impedance was noted on the right ventricular (rv) lead in both configurations approximately one month post implant. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.